Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article, entitled: ¿risk factors for significant radiolucent line development in a fully coated hydroxyapatite stem¿, by paul n. Karayiannis, mrcsed, msc a, roslyn s. Cassidy, mmedsci, phd, graham isaac, phd, ioan hughes, medical student, janet c. Hill, phd, meng, msc, alain machenaud, md, and david e. Beverland, md, frcs, published by the journal of arthroplasty xxx (2021) 1-7, was reviewed. Authors sought to describe a method of classification for risk factors and the clinical impact for radiolucent lines in cementless total hip arthroplasty. The study participants (288 subjects) all had depuy corail stems (which included collarless and collared, as well as standard and high offset stems) and 28mm metal heads, paired with pinnacle cups and 28mm ID polyethylene liners. All were reviewed with radiographs and oxford hip score surveys over 10 years, and ultimately grouped clinically into one of two groups: no significant radiolucent lines (nosigrlls), or significant radiolucent lines (sigrlls). The conclusion reached by the authors was that sigrlls were significantly associated with non-cross-linked polyethylene liners, an absence of femoral stem collars, undersizing of the stem, and higher oxford pain scores. It was also noted that male patients were more significantly likely to develop sigrlls than females. The study cohort excluded patients who underwent revision, as they did not meet the requirement for a 10-year review. Of those 16 excluded, six were revised for stem loosening, and before revision, all six exhibited sigrlls. Other revisions included 4 for recurrent dislocation, 3 for infection, 2 for peri-prosthetic fracture, and 1 for liner disassociation. The specifics, such as implants revised, were not provided by the authors. Of those who remained in the study, none were revised at ten years follow-up. Of the 46 stems found to be undersized (defined as 2 or more stem sizes, via radiographs), 43 were also found to be malpositioned in varus alignment. Patients in study were not identified by specific case or age/gender identifiers.